Event description:
It was reported that the left ventricular (lv) lead experienced high impedance and fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and there was a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on 2013-(B)(6). Maximum lv pace impedance rises from an approximate baseline of 750 ohms to greater than 4000 ohms the week ending 2013-(B)(6).